Event description:
Caller reported a cartridge alarm, specifically alarm 30. There was no reported impact on the customer's blood glucose level since they declined to answer relevant questions about bg levels exceeding a threshold. The customer received assistance from technical support to load a new cartridge using the proper technique and was able to resume insulin therapy successfully, resolving the issue.